Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2 ,h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on ccd unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the ccd unit mounted on the distal end of the scope was determined to be the cause of the image abnormality. The cause of the ccd unit damage is traced to component failure likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented quality issues with the image reproduction. The issue occurred during procedure. Procedure was completed with a backup device. There were no reports of patient harm.